Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high results of "231, 242 and 250 mg/dl". Meter to feelings/normal results do not meet the criteria necessary for lifescan to determine an inaccuracy. However, a subsequent control solution test result of 193 mg/dl fell outside the range expected. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.